Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) via the manufacturer's representative (rep) reported a lead was bent and was not implanted or used. The event occurred during a procedure. The issue was noted as resolved at the time of the report. No patient symptoms were reported. If additional information is received, a follow-up report will be sent.